Event description:
It was reported that the patient underwent cardiac surgery in 2005. The balloon catheter was prepped and worked well. The balloon was inserted into the patient and was successfully inflated and deflated a couple of times. Toward the end of the procedure the physician attempted to inflate the balloon but it would not inflate. The balloon was removed and the aorta was cross clamped to complete the procedure. There were no adverse patient consequences reported. The catheter was discarded by the hospital.